Manufacturer narrative:
(B)(4). The device was requested for evaluation. A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Patient was in the or receiving a heart transplant. Patient was placed on bivad centrimag support with a quadrox oxygenator added to the right side of the circuit. The patient was getting 4-5l flows for the 1st 45 minutes of the bivad support and then abruptly the flow dropped to 0. After 5 or so minutes of trying to reposition cannulas to get more flow, the decision was made to change out the circuit. The circuit was changed out, including a new oxygenator, and flow was once again restored to 4-5 l immediately. Act at the time of the failure was over 300. Patients act was 300, he had multiple issues and problems before ecls was ever initiated during a heart transplant procedure. He was placed on bi-vads first before full blown ecls was begun , had a hole in his left ventricle of the native heart and had to have a pneumonectomy before the transplant ever started due to a neurotic lung that occurred from his large native heart laying continuously against the lung tissue in the chest. (B)(4).

Manufacturer narrative:
The product was tested with bovine blood for its o2 & co2 transfer rates as well as for it pressure drop behavior at maximum flow. The product was operating within the acceptance criteria and therefore passed the test. No abnormalities were detected, the product operated according to its specifications. Thus a device related malfunction could not be confirmed. The most probable cause of the reported incident is unknown. Based on these results and the information available at this time, a device related malfunction could not be confirmed. As no device related malfunction was confirmed during investigation and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).